Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec observed that the lcd was broken, with cracks going from the lower right-hand side of the screen to the top left and right sides. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracks).

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.